Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the infusion site and resumed insulin delivery. Customer went to the emergency room (ER) and subsequently was hospitalized with blood glucose (bg) of 380 mg/dl with large ketones. Reportedly, a healthcare provider identified ketone level as dangerous. Customer was treated with intravenous insulin. Customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.